Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The cutting wire became extremely hot and broke since the cutting wire contacted at one point or was close to the distal end of the endoscope or tissue while the subject device was activated, and spark occurred. The coating was damaged due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. It was reported that the cutting wire contacted the forceps elevator of the endoscope at the timing of activation.